Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? Date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? Lot number 374009 is invalid. Please provide a valid lot #. If applicable, will product be returned, return date, tracking information onset date/time of the pain from surgery? What medical intervention was given for the pain management? Results? Please provide date, details and surgical findings of the re-operation/mesh removal. What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced chronic pelvic pain and was requesting removal of device. The device has been surgically removed. Additional information has been requested.